Event description:
Bb experienced a femoral fracture related to bisphosophonates on (B)(6) 2012. A lcp proximal femoral hook plate by synthes was used to repair the fracture. After a very complicated post op bb was discharged to a nursing home then to an assisted living facility and returned home in (B)(6). During that time she had minimal ambulation and weight bearing. On (B)(6) 2012, she said it felt like her leg caved in. She was taken to the emergency and found that the synthes femur hook had total broken in half. The fracture site had not change since the last follow - up films. The pt was transported to a larger facility where the broken hardware was removed and a rod inserted to stabilize the healing fracture site.